Event description:
Boston scientific received information that pacing impedance measurements for this right ventricular lead increased from 900 to 1,300 ohms. An x-ray was performed and showed a lot of slack in the lead. A revision procedure was performed. The lead was repositioned and sutured down. No adverse patient effects were reported. All available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.